Manufacturer narrative:
The device has been returned to navilyst medical for eval, however the investigation is still on-going. Upon completion of the investigation a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported by navilyst medical's distributor in (B)(4), in the distributor's warehouse, a small hole was found in the tyvek portion of the convenience kit pouch, breaching the sterility. The kit had not been provided to a hospital and has been returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The navilyst medical august 2015 complaint report was reviewed for the product family of stopcocks/ manifolds and the failure mode, "hole in pouch." No adverse trends were identified. The returned sample was visually inspected and the hole in the tyvek portion of the pouch was confirmed. The hole in the tyvek was an inside-towards-the-outside puncture of the tyvek, this was caused by the handle of the stopcock. The pouch size for its contents was deemed to be appropriate (contents not tight in pouch). Similarly, the inner box size for the n=(B)(4) kit pouches was deemed to be appropriate (pouches not tight in inner box). Given the very light weight of each individual kit pouch, it is unlikely that handling damage from transit would result in a hold in the pouch. Potential root causes is handling of the pouches during the final box process, or at the distributor's warehouse when they remove the pouches from the inner boxes. Packages are 100% visualized for this type of non-conformance per navilyst medical procedures. In an effort to heighten awareness of the performance of our products in the field, all employees involved in the packaging of the reported kit lot were retrained on the applicable packaging/inspection procedures. The directions for use (dfu) supplied with the reported kit contain the following warning: "contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged."